Event description:
Pt was incubated with an an10.11 and the stylet broke from the tube when it was trying to be removed. The tube was then safely removed from the pt.

Manufacturer narrative:
Results could not be duplicated with sample tested.